Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing came apart from the connector piece of a one-link non-dehp y-type microbore catheter extension set. This was identified during use while flushing a PICC (peripherally inserted central venous catheter). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed that the tubing was separated from the male luer lock. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.